Event description:
The manufacturer received information alleging a check circuit alarm had been occurring frequently. The device was replaced. When a test bag was used, it was reported that the patient circuit has been a passive one and the alarm had not been duplicated. The representative retrieved the unit. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported phenomenon was not duplicated despite operation checking. An alarm was found, which can occur in case an active circuit was connected at the time of selecting a passive circuit. There was a possibility that the proximal pressure had been recognized incorrectly. Flow test was performed for verification, but no anomaly was observed. The evaluation results indicate that a temporary failure may have occurred in the pressure sensor. Therefore, the sensor pca was replaced preventively. When operation checking was performed, the button was pressed only one time, but its reaction was the same as if it was pressed twice. Therefore, the front panel/keypad led pca was also replaced. The device passed all tests.